Event description:
It was reported that the patient presented for a routine follow up and was experiencing fatigue. Upon interrogation, the pulse generator was found to be operating in backup mode. After the device software was downloaded, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.